Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the received information, the recipient presented with swelling and granulation tissue formation at the skin incision in the early post-operative period, and staphylococcus aureus has been isolated at explantation. This bacteria belongs to the endogenous skin flora and represents one of the most common pathogen found in surgical infections. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Considering the available information, wound colonization i.e. Inoculation of bacteria through the skin at the time of surgery appears likely, resulting in seroma and granulation tissue formation at the implant site. In addition four channels were found extra-cochlea at explantation surgery, which was likely caused by formation of granulation tissue that exerted forces on the implant. Furthermore, the receiver stimulator had also moved closer to the mastoid. This is a final report.

Event description:
The user was bilaterally implanted on (B)(6) 2021. The concerned right side healed well but in august there was swelling and granulation tissue over the superior section of the incision site. The device was explanted.

Event description:
The user was bilaterally implanted on the 30th june. The concerned right side healed well but in august there was swelling and granulation tissue over the incision site. There was evidence of infection, which was confirmed as staph aureus, surrounding the receiver/stimulator and the proximal electrode. There was granulation tissue over the superior part of the incision. When it was debrided, the proximal electrode was exposed in the wound. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.